Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2013, it was reported that the patient thinks the infusion device did not deliver insulin during the night of (B)(6) 2013. At 11:00pm the patient's blood glucose level was 135 mg/dl and the insulin cartridge volume was 10 units of insulin. At 7:00am on (B)(6) 2013 the patient's blood glucose level was 482 mg/dl and the insulin cartridge level was at 10 units of insulin. The patient corrected her blood glucose level via insulin injection. The patient changed the infusion device accessories and then the device displayed e4 (occlusion error). The patient stopped use of the infusion device and switched to a backup device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The alarm functions of the insulin pump were tested within the alarm function test on the diagnostic test system and meet the specifications.